Event description:
It was reported that during an ear surgery the motor device was "running hot". The reporter was unable to determine if the surgery was cochlear implant or a tympano surgery. There was a delay in surgery of one hour. A third party spare device was available for use. However, the surgery was completed successfully with a spare identical device. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device passed all operational specifications. Therefore, the reported condition could not be confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly.